Manufacturer narrative:
B5 describe event or problem was updated. Engineering evaluation: evaluation of the returned device indicates damages present consistent with attempted deployment. The reported failure mode of failure to deploy is consistent with the findings of no deployment knob returned, and damages associated with advancing and withdrawing sheath. Engineering evaluation of the device could not confirm the reported failure to deploy. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The reported device failure concerning deployment of the viabahn® device is consistent with the condition of the returned device. The outer zipper was observed to be partially deployed with no device expansion as received. Deployment could not be completed with traction at the knob as the knob was not returned in addition to a section of deployment line to enable deployment of the device at the hub. Deployment was ultimately resumed with traction applied at the endoprosthesis, demonstrating the zipper to be functional. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the partial deployment with broken or cut deployment line could not be established with the available information, including device evaluation.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a revision of an aneurysm, after using a cook zbis-device in the aortic bifurcation, with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that the physician wanted to extend an already implanted stent in the internal iliac artery, after cook zbis-device supply, with a vsx-device. The physician used an 8 fr terumo destination sheath, over a rosen guidewire, held the catheter outside straight and considered the case as a standard case. He pulled the deployment line, but the vsx-device did not deploy. He decided to remove the device, used another vsx-device, which was implanted successfully. There was no report of patient harm and the patient is doing well.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a revision of an aneurysm, after using a cook zbis-device in the aortic bifurcation, with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that the physician wanted to extend an already implanted stent in the internal iliac artery, after cook zbis-device supply, with a vsx-device. He pulled the deployment line, but the vsx-device did not deploy. He decided to remove the device, used another vsx-device, which was implanted successfully. There was no report of patient harm and the patient is doing well.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore internal case number. H3 other: the device is available but was not received yet. H6: evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. After receipt of the device, an engineering investigation will be conducted. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.